Manufacturer narrative:
Physio-control replaced the system pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
While implementing a periodic inspection and maintenance of the device for the customer, physio-control observed that the defibrillator would not charge. There was no pt involved with the reported incident.